Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 04/03/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related alarms; data relevant to the complaint had been overwritten due to continued pump use. The battery compartment was found to be intact; the battery cap top was worn; the battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draws were found to be within specification.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.